Manufacturer narrative:
(B)(4): per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, it appears that procedural factors (i.e. Improper positioning prior to deployment and rapid inflation of balloon) caused the valve to land too ventricular in the annulus. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure, post deployment the 29mm sapien xt valve positioned was too ventricular and a 2nd 29mm xt valve was implanted. The 1st valve was placed at 10:90 towards the ventricle. It appeared stable and no leak was observed via tee, but the native leaflets were overhanging the xt valve. A 2nd valve was prepared and placed in a 50/50 position to the original annulus. The second valve secured the 1st valve and provided a working valve with no gradient or leak post implant. The patient was stable throughout the procedure. Perceived cause of the event: during deployment, the physician moved the 1st valve too far into the ventricle and the person inflating the balloon did not allow for adjustment towards the aorta. This rapid inflation caused the valve to land too ventricular.